Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported patient issue cannot be confirmed as the product is not available for analysis. However, the device instructions for use describes various scenarios which can result in a hernia and is a known risk of the device. The IFU also states; the risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU also includes herniataion as an adverse event. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a hernia next to the balloon, and the physician alleges the hernia is unrelated to the device. The aus balloon was explanted, the hernia was repaired, and a new aus balloon was placed into a better position. The patient fully recovered following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a hernia next to the balloon. The aus balloon was explanted and replaced with a new aus balloon. The patient fully recovered following the procedure.